Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a case manager regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patients stimulator was not had not working since the patient had a stress test in (B)(6) 2017. The caller stated that the patient had not been compliant in the past with recharging. No patient symptoms or further complications were reported as a result of this event.